Event description:
The customer observed false reactive architect syphilis tp results on a patient that was nonreactive on the cobas platform. The results provided were: on (B)(6) 2025, sid (B)(6), initial=1.57 s/co (> or = 1.00 s/co=reactive) /repeated=1.62 and 1.21 s/co /repeated on (B)(6) 2025=1.21 s/co /on cobas 300=0.05 s/co (negative). Additional information provided: immunofluorescence (anti-tp) = negative there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow-up submission sends for additional information received on 23jun2025; the likely cause product has been changed from the architect i1000sr processing module to the architect syphilis tp reagent on (B)(6) 2025. The us list number (8d06-31/41) is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore, this event does not meet reporting criteria in the u.s, therefore no MDR was generated., therefore, no investigation report will be provided for architect syphilis tp reagent, list number 08d06-32, lot number 67727be00.

Event description:
The customer observed false reactive architect syphilis tp results on a patient that was nonreactive on the cobas platform. The results provided were: on (B)(6) 2025 sid (B)(6) initial=1.57 s/co (> or = 1.00 s/co=reactive) /repeated=1.62 and 1.21 s/co /repeated on (B)(6) 2025=1.21 s/co /on cobas 300=0.05 s/co (negative) additional information provided: immunofluorescence (anti-tp) = negative there was no reported impact to patient management.